Event description:
Forty year old had breast implants placed several years ago (date and location of placement unknown). Physician states pt has severe capsular contractures as well as multiple system which pt attributes to the implants. Upon removal both implants found to be ruptured, with capsules showing deposits of substance consistent with silicone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.